Event description:
It was reported patient underwent knee arthroplasty on an unknown date twelve years ago. Subsequently, patient underwent a revision on (B)(6) 2011 due to wear. The bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.